Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient died eleven days post explant of their implantable pulse generator (ipg) device system after it had developed an infection.